Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation with approximately 50 ml of fluid in the bladder. Visual inspection revealed drug precipitate in the solution in the reservoir. A functional flow test revealed that flow was not observed at the distal luer. The reported condition was verified. The no flow was due to excess drug precipitate and drug viscosity. However, the device was found to be conforming to specifications as no device malfunction occurred. The cause of the precipitate was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not allow flow of medication during priming. The device was filled with 4500 mg of piperacillin/tazobactam in 50 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.